Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A first clip, a triclip xtw (51112r2109) was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from 20 to 40 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Two triclips were then inserted and deployed on the tricuspid valve without issues. A fourth clip, a triclip xtw (51223r2038) was then inserted and grasping was performed. However, while in the valve, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A fifth clip, a triclip xtw (51223r1118) was then inserted and advanced under the valve. However, after rotating while crossing, the clip became caught in chordae. The clip was able to be freed from the chordae without causing damage. The clip was repositioned without issues. However, while attempting to grasp the leaflets, it was observed that both grippers were functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A sixth clip was then inserted and successfully deployed on the tricuspid valve. The procedure was completed with three implanted clips, reducing tr to grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A first clip, a triclip xtw (51112r2109) was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from 20 to 40 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. Two triclips were then inserted and deployed on the tricuspid valve without issues. A fourth clip, a triclip xtw (51223r2038) was then inserted and grasping was performed. However, while in the valve, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A fifth clip, a triclip xtw (51223r1118) was then inserted and advanced under the valve. However, after rotating while crossing, the clip became caught in chordae. The clip was able to be freed from the chordae without causing damage. The clip was repositioned without issues. However, while attempting to grasp the leaflets, it was observed that both grippers were functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A sixth clip was then inserted and successfully deployed on the tricuspid valve. The procedure was completed with three implanted clips, reducing tr to grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.